Manufacturer narrative:
An investigation was completed at the manufacturing site in the (B)(4). Based on the DHR record was reviewed and it was seen that drape was manufactured to the specification at time of manufacture. No defects were reported during processing, packaging or final inspection. The investigation revealed that this problem was not due to an assembly, material, or process issues. No defective product has been returned to manufacturer for evaluation. Since no device was returned for analysis the root cause for the event has not been determined. Not returned to manufacturer.

Event description:
Cardinal received a customer complaint regarding the warmer drape contained in the cardinal craniotomy pack. The warmer drapes in three of the kits had holes. Additional post surgical care was warranted for one patient due to concerns regarding loss of sterile field; the patient was not injured. The defective product was not available for return.